Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced fatigue and a pneumothorax leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including taking down a nissen fundoplication, hernia repair, and linx device implant on (B)(6) 2016. Patient returned to the or the same day for hemoperitoneum secondary to bleeding of left gastric artery and underwent laparotomy; linx remained implanted because there were no signs of infection or perforation. Patient presented with difficulty breathing on (B)(6) 2017 and had a chest x-ray showing a left pneumothorax. Fluid was found in the chest cavity. Patient had an upper endoscopy; perforation of the proximal stomach near the linx device implant. Patient underwent exploratory laparotomy on (B)(6) 2017 leading to linx device explant, hiatal hernia repair, and partial gastrectomy. Another upper endoscopy was performed and confirmed no further leak. Patient was reported as doing recovering well on (B)(6) 2017.